Manufacturer narrative:
Post market quality assurance confirmed that the communicator would not power on and the power brick was bad. The power brick got warm during analysis and they observed the high pitch noise. The power brick was found to be melted from the extreme heat.

Event description:
Boston scientific received information that the clinic was not receiving uploads from the communicator. The patient advocate stated the power cord gets really hot and she hears a high pitch sound coming from the power cord. The communicator does not power on. The communicator was returned for analysis. No patient injuries reported.